Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the update information from the user as follows; -the malfunction had occurred at just one time like the report of the initial MDR, 8010047-2021-03163 of march 2, 2021. -the malfunction had occurred just after the turning on the subject device. The subject device has been returned to omsc for investigation. Omsc checked the subject device as following circumstances; [the result of actual device confirmation] connection method: connection method was same as the user facility temperature and humidity: 20 degree, 40% checked the subject device with connecting to the video processor (otv-s300)owned by omsc:it was not duplicated the reported phenomenon moreover, checked the camera cable of the subject device with applying the stress for 4 hours:it was not duplicated the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of user and investigation result, omsc surmised there was the possibility this phenomenon was attributed to the accidental corrosion of the video connector electrical contact, the dirt on of the video connector electrical contact or adhesion of foreign matter of the subject device if additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for the evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was sometimes not displayed or displayed the noise at the preparation for the unspecified therapeutic procedure. Since the user turned off/on the subject device at several times but the malfunction was not solved, the intended procedure was used another similar device and was completed. There was no report of patient injury associated with this event.